Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a "small nick" in insulation. The lead was repaired using a sleeve and silicone lead repair kit and remains in use. No patient complications have been reported as a result of this event.